Event description:
The ICD's battery voltage had declined rapidly within three months from 5.3 volts to 4.9 volts. Therefore, on 10/11/96, the ICD was explanted.

Manufacturer narrative:
H. Evaluation summary. The device was returned and found to be functioning properly, although the battery voltage was indicated as low. The device passed its low voltage vats test. The device current was checked and found to be at a typical level. The telemetry, pacing, sensing and ECG ram were verified to be functioning properly. The actual battery voltage was slightly higher than the value indicated by the programmer because of a change in a reference voltage from ic u4. The cause of the slightly low battery voltage is not known.